Manufacturer narrative:
E1/establishment name: (B)(6). The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, the evaluation found the non-reportable findings: due to wear of forceps control lever, water tightness is lost; the distal end, the plastic distal end cover, the connecting tube, the objective lens all had a scratch, the scope connector cover, the light guide cover glass, the protector of universal cord on the suction connector side, the protector of universal cord on control section side, the suction connector, the scope connector, the universal cord, the forceps control lever, the grip, the forceps elevator lever, the forceps elevator knob, the up/down knob, the right/left knob, the switch box, the control unit, all had a scratch, the adhesive on the bending section cover and light guide lens were cracked; due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the adhesive around objective lens was peeled, the paint on air/water cylinder, the adhesive around the light guide lens were peeling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the duodenovideoscope forceps lifting wire was loosened. During the evaluation, the following reportable issue was found that there was a gap between the adhesive part of the plastic cover and the distal end. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, handling of the device the event can be detected by following the instructions for use (IFU) sections which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope. 9 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.